Manufacturer narrative:
We were unable to confirm the report as it was described because the affected device was not returned to wilson-cook for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to wilson-cook for evaluation. We can provide the following comments: the info provided with the initial report indicated resistance in basket extension was encountered during use. If the handle of the device experiences excessive pressure during use, perhaps in response to basket extension. Resistance in basket extension and damage to the outer catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. The report indicated the elevator of the endoscope was closed, or lifted during use. Corrective actions: a formal corrective action has been implemented in an effort to reduce occurrences of this nature. This device was made prior to implementation. This incident may be use and/or product handling related. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional test to ensure device integrity.

Event description:
The physician used a web ii memory double lumen extraction basket for an ercp with stone extraction. During systems preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the endoscope. When extension of the basket was attempted, resistance was encountered. The inner drive wires penetrated the sheath near the handle. An injury to the pt or the user was not reported.